Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Per package insert pain and swelling are some of the adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference (B)(4). Medical product - persona all poly patella 32 mm, item #: 42540000032, lot #: 63187275, persona cr articular surface fixed bearing left 11 mm, item #: 42511000411, lot #: 63034696, persona stemmed 5 degree tibia, item #: 42532006701, lot #: 63222312. Product will not be returned to zimmer biomet for investigation as it currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02242, 0002648920-2017-00331, and 0002648920-2017-00333.

Event description:
It was reported by the patient that she is experiencing pain and swelling following her left knee arthroplasty. She also reported that the incision site is hot. No additional patient consequences were reported.